Event description:
It was reported during initial implant, that the helix would not fully extend and when it did, it "popped" out. The lead was not used and a new lead implanted. No patient complications gave been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies found. However, there was blood in/on the helix/lobe mechanism.